Event description:
Device 1 of 3. Reference MFR report 1627487-2011-07138, 1627487-2011-07139. The patient received a scs system consisting of 2 leads from different lots. It was reported that the patient's system was removed on (B)(6) 2011 due to an infection. The infection was found on (B)(6) 2011 at the time of another surgical procedure to remove the patient's left side ipg. The infection is located in the subcutaneous tissue in the middle of the lumbar spine area. The infection at this time is being treated with oral doxycycline. A culture was taken and identified an anaerobic infection with propionibacterium acnes. The patient was treated orally with doxycycline. The patient was seen by an infections disease (ID) specialist - who recommended full removal of all hardware. The patient's system was recharged. The ipg and leads were discarded, therefore, no product will be returned for analysis. No further information is available at this time.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.